Event description:
It was reported that the asymptomatic patient presented for implant. The atrial lead was noted to have an insulation anomaly. When the lead was connected to the pulse generator the lead exhibited low impedance and then no signal. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis found an insulation damage due to suture sleeve tie mark at 17.4 cm from the connector pin. The lead was otherwise normal.